Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not release clips and then the device got stuck on the cystic duct. Unknown how the device was removed from the tissue. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged that comfort curve strips were labeled with an expiration date of "4/30/2009". The manufacturer's records show the actual expiration date to be 04/30/2007. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device.